Event description:
On (B)(6) 2012 it was reported that the keypad buttons were worn down and required multiple presses to achieve a response. The reporter claimed that the buttons were very difficult to press. It was said that the issue began about a year ago and that the patient continued to use the pump without blood glucose excursions reported. The reporter denied visible damage to the keypad. This complaint is being reported because the issue of keypad button unresponsiveness could not be resolved at the time of the contact.

Manufacturer narrative:
Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact without evidence of peeling. During investigation the up and down arrow keys were fully responsive. The okay and contrast keys were intermittently responsive. The keypad was removed and contamination was found under all key contacts.